Manufacturer narrative:
The exposed portion of the cannula was found to be bent at multiple locations. Additionally, a tear was found where one of the bend and the distal tip of the form needle met. Fluid was seen exiting the site of the tear. Timing and cause of the damaged cannula cannot be determined, so it cannot be confirmed if this contributed to a failure to deliver insulin. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the device was able to connect to a pdm and a bolus of 5 units was successfully delivered. The data did not show any signs of struggle or pulse width increases that would indicate a failure to deliver insulin. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) values reached 264 mg/dl. For treatment, the patient changed out the pod, gave a correction bolus of 10 units and a correction bolus for 45 units for her meal.